Event description:
It was reported the pt experienced an allergic reaction including red skin at the site of the electrodes at the base of the skull, four red dots on the forehead, and hives. It was also reported that the device "quit" working several months ago. No outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.